Event description:
Peripheral IV placed. When rn went to flush it to confirm correct placement, noted leakage of IV flush and blood at connection between IV catheter and IV hub. Piv pulled. Patient sustained no adverse events from defect. Another IV successfully started on pt. Product description: braun introcan safety winged-pur 24 gauge.